Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up an alert was triggered due to high out of range shock impedance measurements. The values at the follow up were not out of range but historical measurements appeared higher. The patient was undergoing amiodarone therapy and it was thought that this might have impacted the shock values. Another possible cause was calcification. Further review was needed by boston scientific technical services (ts). The patient would be seen next week. No adverse patient effects were reported. A review of the disk data by boston scientific technical services (ts) noted that the shock impedance measurements have been trending on the higher side the last year. Ts noted that due to the fact that he lead is a single coil lead the type of shock impedance measurement trend noted is not unusual. Ts discussed performing testing when the patient is seen next. Ts noted that if the physician still has concern delivering a maximum energy shock to measure the true impedance of the system could also be considered.

Event description:
Additional information noted that the patient was seen at a follow up and the shock values were within normal range. No abnormal behavior was noted during provocation maneuvers, thus the patient was discharged and follow ups were scheduled.